Event description:
It was reported that a 9046.1 system error occurred during a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy on a multifiltrate pro machine. The alarm occurred an unknown length of time into the cvvhd treatment. The nursing staff was unable to clear the alarm and had to switch off the machine. No rinse back was performed and the event resulted in approximately 200 ml (or less) of blood loss. In addition, it was reported that the patient required one unit of blood. No sample is expected to be returned for evaluation.

Manufacturer narrative:
Additional information: h10; clinical review clinical review: there was no indication the patient experienced a serious injury as a result of the blood loss. It was unknown why the patient¿s blood was not returned following discontinuation of the treatment as it states in the multifiltratepro instructions for use blood can be manually returned via the integrated hand crank. Additionally, the amount of blood loss in this instance can be considered non-life threatening as most blood donations require 500 ml of blood without deleterious effect to the donor. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a 9046.1 system error occurred during a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy on a multifiltrate pro machine. The alarm occurred an unknown length of time into the cvvhd treatment. The nursing staff was unable to clear the alarm and had to switch off the machine. No rinse back was performed and the event resulted in approximately 200 ml (or less) of blood loss. In addition, it was reported that the patient required one unit of blood. No sample is expected to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A communication error occurred which resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 alarm code is a collective alarm code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 alarm usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The reported event is within the scope of a product improvement. Software version 5.02/6.02, which solves some causes that lead to the 9040 alarm, has already been implemented. A software problem was identified, and the cause of the failure was traced to device design. Appropriate measures were taken in a CAPA that was opened to address the issue.

Event description:
It was reported that a 9046.1 system error occurred during a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy on a multifiltrate pro machine. The alarm occurred an unknown length of time into the cvvhd treatment. The nursing staff was unable to clear the alarm and had to switch off the machine. No rinse back was performed and the event resulted in approximately 200 ml (or less) of blood loss. In addition, it was reported that the patient required one unit of blood. No sample is expected to be returned for evaluation.